Event description:
A pt reported experiencing inaccurate erratic results with a otbe meter. The pt's blood glucose results were 202mg/dl, 151mg/dl, 140mg/dl. Tests were done within < 10 mins with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.